Event description:
It was reported that the balloon was unable to fully deflate. A 8.0 mm x 40 mm, 80 cm ranger was selected for fistula stenosis. Following use of a cutting balloon, the ranger was advanced. The mixture used to inflate the balloon was 50/50 heparinized saline and contrast. The ranger balloon was deflated; however, could not be removed through the 7f sheath forcibly. Two more attempts were made to inflate and deflate the balloon. The balloon was unable to deflate and became stuck within the sheath, resulting in removal of the sheath entirely together with the ranger. There were no patient complications.